Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the target lesion was located in the proximal left anterior descending artery (lad) with heavy calcification. The trek balloon encountered difficulty crossing the lesion, due to the heavy calcium, however, was able to cross. The first inflation was performed at 12 atmospheres for 20 seconds, during which the balloon lost pressure and a balloon rupture was suspected. A dissection was noted and the entire lad and diagonal artery shut down. The patient was put on an intra-aortic balloon pump (iabp) and transferred to surgery for repair of the dissection. The physician commented that he thought the balloon ruptured due to the heavy calcium, and that the force of the contrast could have caused the dissection. No additional information was provided.